Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of ectopic pregnancy with contraceptive device ('pregnancy: ectopic') in an adult female patient who had essure (ess205) inserted for female sterilisation. Other product or product use issues identified: device ineffective "device ineffective". On (B)(6) 2006, the patient had essure (ess205) inserted. On an unknown date, the patient was found to have an ectopic pregnancy with contraceptive device (seriousness criteria medically significant and intervention required). The patient was treated with surgery (tubal ligation). Essure (ess205) treatment was not changed. At the time of the report, the ectopic pregnancy with contraceptive device outcome was unknown. The reporter considered ectopic pregnancy with contraceptive device to be related to essure (ess205). The reporter commented: she received treatment for breakage/ expulsion, autoimmune, migration, perforation, tubal ligation. If no removal planned, select reason(s): other. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure on (B)(6) 2006: essure confirmation test: bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 6-sep-2019: pfs received: events pregnancy: ectopic, device ineffective added. Suspect drug coding was updated and lab data added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records information become available from our investigation, this will be and other non-conformances data; should any new and reportable provided in a supplementary report.